Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("allergy : rash/skin condition"), skin disorder ("allergy : rash/skin condition"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, back pain, menorrhagia, metrorrhagia, rash, skin disorder, urinary tract infection, vaginal discharge, headache, fatigue, weight increased, alopecia and visual impairment had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted (B)(6) 2016 in essure confirmation date. Patient received treatment for dysmenorrhea, (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse)' back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, uti, vaginal discharge, headaches, fatigue, weight gain, hair loss, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received events " dysmenorrhea, (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse)' back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, uti, vaginal discharge, headaches, fatigue, weight gain, hair loss, vision problems" were added. Outcome of events" pain, bleeding, allergy, bladder /urinary, other" were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), abdominal distension ("gastrointestinal or digestive system condition type:bloating") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, back pain, menorrhagia, metrorrhagia, dermatitis allergic, urinary tract infection, vaginal discharge, headache, fatigue, weight increased, alopecia and visual impairment had resolved and the abdominal distension and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted (B)(6) 2016 in essure confirmation date. Discrepancy noted in essure insertion date: (B)(6) 2016. Patient received treatment for dysmenorrhea, (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse)'back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), rash/skin condition, uti, vaginal discharge, headaches, fatigue, weight gain, hair loss, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), abdominal distension ("gastrointestinal or digestive system condition type:bloating") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, back pain, menorrhagia, metrorrhagia, dermatitis allergic, urinary tract infection, vaginal discharge, headache, fatigue, weight increased, alopecia and visual impairment had resolved and the abdominal distension and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted (B)(6) 2016 in essure confirmation date. Discrepancy noted in essure insertion date: (B)(6) 2016. Patient received treatment for dysmenorrhea, (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse)'back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), rash/skin condition, uti, vaginal discharge, headaches, fatigue, weight gain, hair loss, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Event abdominal distension and nausea was added. Lot number added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.